Manufacturer narrative:
Lot number - 18a038, 18k029, 18k031, 18m005, 18n028, 19a041, 19b024, and an unspecified lot number. Three (3) single-use samples were received for evaluation. Visual inspection revealed fluid inside the bags that contained the devices. When the devices were removed from the bags, the cause of the fluid was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the devices with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the samples. The reported condition was not verified for the three returned devices. The devices were found to be conforming product. A photograph of one sample was also provided for evaluation. Visual inspection of the photograph revealed a leak at the blue winged luer cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 22 </noe> malfunction events. It was reported that twenty-two small volume infusors leaked. Thirteen of the devices leaked from the blue winged luer cap, and nine devices leaked from an unspecified location. Four of the events occurred during an unspecified process step with unknown patient involvement, and eighteen events occurred prior to patient use with no patient involvement. No additional information is available.